Manufacturer narrative:
The reported events were inadequate capture and muscle stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was attempted at several different sites of the coronary sinus however, high capture thresholds and diaphragmatic stimulation was observed. The lead was removed and replaced. The second lead was attempted to implant in the left bundle region however, the lead was unable to penetrate. The lead was also removed and replaced. The patient was in stable condition.